Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), mood swings ("mood swings"), alopecia ("hair loss"), abdominal pain lower ("cramping"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, mood swings, alopecia, abdominal pain lower, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, headache, mood swings, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("excessive and abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included overweight, vaginal itching and depressive disorder. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2000 to 2003 and oral contraceptive nos in 1992. Concurrent conditions included lower urinary tract infection, insomnia and gastroesophageal reflux disease. Concomitant products included alprazolam (xanax) for depression, oral contraceptive nos since 2004 to (B)(6) 2008 for female sterilization, atorvastatin since (B)(6) 2018 for high cholesterol as well as cefixime (flexeril) from (B)(6) 2013 to (B)(6) 2015, celecoxib since (B)(6) 2018, cetirizine hydrochloride since 2005, colecalciferol (vitamin d3) since (B)(6) 2016, docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2016, eszopiclone (lunesta) from (B)(6) 2016 to (B)(6) 2016, ethinylestradiol;levonorgestrel (loseasonique), hydrochlorothiazide since (B)(6) 2014, nortriptyline, phentermine hydrochloride (adipex) until (B)(6) 2016, potassium, progesterone since (B)(6) 2017, propranolol (propanolol) since (B)(6) 2017, ranitidine since (B)(6) 2014, sumatriptan succinate (imitrex df), sumatriptan succinate (imitrex) (B)(6) 2015 to (B)(6) 2016, tizanidine since (B)(6) 2017, trazodone, venlafaxine since (B)(6) 2016 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and folliculitis ("folliculitis"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: endometrial cavity"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping") and nausea ("nausea"). The patient was treated with amitriptyline, clindamycin hydrochloride (cleocin), estradiol, ethinylestradiol;norethisterone acetate (loestrin), progesterone (prometrium) and surgery (dilation and curettage/ablation and she underwent laparoscopic-assisted vaginal hysterectomy (partial), bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved, the device expulsion, alopecia, abdominal pain lower, nausea and headache outcome was unknown, the dyspareunia, fatigue, folliculitis and dysmenorrhoea was resolving and the mood swings, depression, anxiety and migraine had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, folliculitis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 194 lbs. Per medical record: normal cavity. Multiple loops of the essure noted bilaterally. Thin tissue. No evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, migraine, headache, depression." Lot number: 626288. Manufacture date: 2007-12,expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("excessive and abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included overweight, vaginal itching and depressive disorder. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2000 to 2003 and oral contraceptive nos in 1992. Concurrent conditions included lower urinary tract infection, insomnia and gastroesophageal reflux disease. Concomitant products included alprazolam (xanax) for depression, oral contraceptive nos since 2004 to (B)(6) 2008 for female sterilization, atorvastatin since (B)(6) 2018 for high cholesterol as well as cefixime (flexeril) from (B)(6) 2013 to (B)(6) 2015, celecoxib since (B)(6) 2018, cetirizine hydrochloride since 2005, colecalciferol (vitamin d3) since (B)(6) 2016, docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2016, eszopiclone (lunesta) from (B)(6) 2016 to (B)(6) 2016, ethinylestradiol;levonorgestrel (loseasonique), hydrochlorothiazide since (B)(6) 2014, nortriptyline, phentermine hydrochloride (adipex) until (B)(6) 2016, potassium, progesterone since (B)(6) 2017, propranolol (propanolol) since (B)(6) 2017, ranitidine since (B)(6) 2014, sumatriptan succinate (imitrex) (B)(6) 2015 to august 2016, tizanidine since (B)(6) 2017, trazodone, venlafaxine since (B)(6) 2016 and zolpidem tartrate (ambien) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and folliculitis ("folliculitis"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping"), nausea ("nausea") and device expulsion ("migration of essure device location of device: endometrial cavity"). The patient was treated with amitriptyline, clindamycin hydrochloride (cleocin), estradiol, ethinylestradiol;norethisterone acetate (loestrin), progesterone (prometrium) and surgery (dilation and curettage/ablation and she underwent laparoscopic-assisted vaginal hysterectomy (partial), bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved, the dyspareunia, fatigue, folliculitis and dysmenorrhoea was resolving, the mood swings, depression, anxiety and migraine had not resolved and the alopecia, abdominal pain lower, nausea, headache and device expulsion outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, folliculitis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 194 lbs. Per medical record: normal cavity. Multiple loops of the essure noted bilaterally. Thin tissue. No evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, migraine, headache, depression." Most recent follow-up information incorporated above includes: on 5-feb-2019: reporter information was updated. This case concerns 36 year old patient. Her demographic was updated. Her historical conditions/medications and concurrent conditions were added. Essure indication was updated. Essure removal date was updated. Essure lot number was added. Her concomitant and treatment medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia); depression, anxiety, migraine, migration of essure device location of device: endometrial cavity; fatigue, folliculitis, dysmenorrhea (cramping) and she did not underwent essure confirmation test were added. She was recovering from following events: dysmenorrhea, dyspareunia, folliculitis and fatigue. She had recovered from event: abnormal bleeding, pelvic pain. She had not recovered from event: migraine, mood swings and psychological problems. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), mood swings ("mood swings"), alopecia ("hair loss"), abdominal pain lower ("cramping"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, mood swings, alopecia, abdominal pain lower, nausea and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, headache, mood swings, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.